Event description:
It was reported that this left ventricular lead was explanted and replaced with a medtronic left ventricular lead at some point. The local area field representative was contacted for additional information, however at this time no further information is available. No additional adverse patient effects were reported.